Manufacturer narrative:
The customer decided to proceed with repairs.

Event description:
It was reported that the system would not boot up. There is no report of serious injury associated with the complaint. This resulted in a loss of imaging functionality.